Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges injuries and surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent repair of a ventral hernia with incarceration. A bard ventrio st hernia patch was implanted in patient for her hernia repair. "Around six months after her hernia repair, patient began to experience pain in her abdominal area. Patient's pain was exacerbated by bending, stooping, and lifting such as in the performance of household chores and grocery shopping. Plaintiff¿s hernia complications were treated by medication and the use of a hernia belt." (B)(6) 2018: the patient had a revision surgery. As a result of her hernia mesh complications, patient suffers pain during sexual intercourse, has suffered and will continue to suffer permanent pain and suffering, disfigurement, emotional distress and loss of enjoyment of life. It is alleged that the patient suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur, physical pain, mental anguish, disfigurement, physical impairment and medical care and treatment.